Event description:
It was reported that a large volume infusor experienced no flow. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The lot 13g053 was manufactured july 24, 2013 - july 25, 2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. One pcm unit was received connected to an infusor unit. Visual inspection of the infusor and the pcm unit shows no signs of physical abnormality that could have caused the reported problem. A functional flow rate test was performed by connecting the infusor unit to the pcm unit. The flow rate was found to be within specification. Flow was observed at the luer during the entire course of the flow rate test period. The reported condition could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.